Event description:
Ems svcs called to residence with report of unconscious pt. Caller was unable to do CPR with instruction while ems en route. Ems found fire dept doing CPR on ems arrival. They had put pt on AED and defibrillated once with "no shock." Pt pulses, card. Monitor applied with slight difficulty getting monitor to read in paddles mode. Would read paddles disconnected." Upon wiggling cable at the attachment to the monitor a reading could be obtained. As soon as cable released, it would read "leads off" again. Malfunctioning cable prevented (p14037) from attempting tcp (trans chest pacing); correct-term: transthoracic pacing. The pt. Was never in a shockable rhythm. If pt had been ems stated they would not have been able to defibrillate. Printouts of rhythm strip were impossible. In addition, the monitor did not find the problem in a self-test. Bioengineering tested the cable and found it to be defective and intermittent depending on how the cable was flexed. There were no problems with the defibrillator.